Event description:
A burn was noted no a pt's thigh following cervical conization surgery.

Manufacturer narrative:
User facility had their own field svc co evaluate the laser. It was found to be in alignment and working properly. The most likely cause of the incident was the reflection of laser light off of another instrument as stated in the inital medwatch report. The facility has continued to use the laser wihtout a problem.